Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed that the expiratory patient end connector was cracked. The crack exhibited a branching pattern. A lot check could not be performed as no lot number was provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure mode, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after three days of use which suggests that the complaint swivel became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the patient end connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit cracked after three days of use. No patient consequence was reported.